Event description:
It was reported that the patient with this neurostimulator had a fall and had an x-ray was taken. The x-ray showed that the patient's lead had migrated. The physician performed a lead revision. The patient expected a full recovery and there were no other issues or complications reported.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. UDI of concomitant device: (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI of concomitant device: (B)(4).

Event description:
It was reported that the patient with this neurostimulator had a fall and had an x-ray was taken. The x-ray showed that the patient's lead had migrated. The physician performed a lead revision. The patient expected a full recovery and there were no other issues or complications reported.